Event description:
It was reported that on (B)(6) 2008, the patient was implanted with a non-abbott study stent successfully in a 90% stenosed left circumflex (lcx), and was discharged on (B)(6) 2008 on aspirin and clopidogrel. On (B)(6) 2008, the patient presented to the hospital suffering from a non-st myocardial infarction and underwent stenting for restenosis of the previously placed non-abbott study stent with an 3.0x18 mm promus stent. On (B)(6) 2011, the patient presented to the hospital intermittent chest pain, dyspnea on exertion and was rehospitalized. A 75% restenosis was observed in the promus stent, which was treated with balloon angioplasty with a 10% residual stenosis. On (B)(6) 2011, the event was considered resolved and the patient was discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) - indication for use. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effects of angina, dyspnea and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted to treat an in-stent restenosed lesion. It should be noted that the IFU states: promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to (de novo) native coronary artery lesions.